Manufacturer narrative:
The insulin pump was unable to prime during the prime test. Unable to perform further testing due to the prime anomaly.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. The customer changed the infusion set three days prior to being hospitalized. Troubleshooting was performed and the insulin pump passed the prime test, but failed the high pressure test.